Event description:
It was reported that the copilot was "broken" with no other explanation. No adverse patient sequela or clinically significant delay in the procedure was reported. No additional information was provided at this time. Additional information: after the rotating hemostatic valve (rhv) was tightened on the guide wire and when contrast was injected in the side port, the rhv either popped off or contrast leaked from the rhv connection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of the event which was reported as occurring in the week of (B)(6) 2011. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Potential causes for loose caps and/or leaks with a copilot may include, but are not limited to, manufacturing, damaged threads, device handling, and/or interaction with associative devices. In this case, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. A review of the lot history record for the reported lot did not reveal any nonconforming material records, indicating all lot release testing met specification.